Event description:
During a dialysis treatment, the facility reported that air/foam passed the uabd (ultrasonic air bubble detector) without an alarm condition. Pt was placed on left side. There was no further intervention required.